Event description:
April of last year I had got new contacts. Normally I use generic brands of contact solution, but when I get my new contacts they usually give me renu brands. I have worn contacts for about 8 to 9 years and have never had a problem with the extended wear. In april, I had gotten my new contacts, they gave me the renu with moistureloc and 3 months later I had gotten a corneal eye ulcer in my left eye. After the ulcer had gone away they advised met to use disposable contacts. I get the new contacts and they give me the same kind of solution, and not even a month later I got another corneal eye ulcer. I have had a total of 3 eye ulcers and have 3 scars on my cornea, and the vision in my left eye has got worse. Now the vision in both eyes are different prescriptions due to the eye ulcer. My doctor has also advised me I can never wear my contacts again. I just find it strange that I have never had any problems before and the only time I had problems was recently when I had used that solution.